Event description:
In 2002, pt underwent femoral to distal popliteal bypass with implantation of biograft peripheral vein graft. Following procedure pt lost pulse in distal limb and was brought back to or, for surgical re-exploration. Surgeon discovered an occlusion at the site of the manufactured anastomosis. Biograft was then explanted and replaced with ptfe. Surgeon describes pt post-op status as "doing fine".